Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - volista. It was stated that arm cover falls off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: getinge became aware of an issue with one of surgical lights - volista. It was stated that arm cover falls off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical light - volista access ii. As it was stated, spring arm cover falls off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Getinge became aware of an issue with one of surgical light - volista access ii. As it was stated, spring arm cover falls off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. Root cause analysis was performed by subject matter expert at manufacturer¿s, according to the technician a screw securing the cover has been forgotten after spring arm adjustment. This is an oversight. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical light - volista access ii. As it was stated, spring arm cover falls off. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.